Event description:
No osseointegration, primary stability was achieved, complication in site preparation (sharply angled placement), implant was completely covered by bone, inflammation, mobility. Very thin bone due to a facial osseous concavity.